Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: just to confirm, did the jaws of the device open when the manual override was used? Yes, the jaws did open but the battery pack could not be removed. The analysis found that one pse60a device was returned in good visual condition and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired. Upon further inspection the cartridge deck was noted to be damaged. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A test battery was inserted and removed from the device without any difficulties. The knife reverse button force worked properly during testing. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, after firing the device four times, the jaws were blocked and could not be opened (release button not responding, no opening the jaws with reverse button). Last possibility was to pull the manual override as the device was sticking in the patient. After having released the device from the patient, the scrub nurse tried to take out the battery pack but it did not work. I tried myself several times but the battery is blocked and could not be removed. Another like device was used to complete the procedure. Delay of three minutes. There were no adverse consequences for the patient reported.